Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the patient received radio frequency ablation via the 360 express balloon catheter on (B)(6) 2016. There was no unusual finding endoscopically prior to catheter intubation during the treatment session, or after the treatment session were noted. There was nothing unusual about the procedure. The patient had no complaints at discharge. The patient presented on (B)(6) 2016 with symptoms of dysphagia and was found to have a mild stricture which required one balloon dilation session. The patient's symptoms have been resolved.